Event description:
Legal counsel for plaintiff (decedent patient's representative) reported that patient underwent a right total hip arthroplasty on (B)(6) 2010. Plaintiff's legal counsel further reports allegations of pain and elevated metal ion levels, which allegedly contributed to patient expiring on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is number 1 of 2 mdrs filed for the same event ((B)(4)).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.